Event description:
The patient reported charging issues between the implant and the external equipment, pain at the pocket site and uncomfortable sensations. The system was explanted. The patient was implanted with a new advanced bionics spinal cord stimulator.